Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported collagen has already seemed to be swollen. The physician recognized that the tube which includes the collagen is more opened than usual. They didn´t use the angio-seal. Hemostasis was achieved by manual compression for twenty minutes and a compression bandage. There was no significant blood loss. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.